Manufacturer narrative:
(B)(4).

Event description:
Procedure: oophorocystectomy. According to the reporter, upon opening package the nurse found the radial expandable sleeve was torn. Another device was used for the surgery. No patient harm. Operating room time not extended.